Manufacturer narrative:
Medical records were received and reviewed. Patient was admitted into the hospital and placed on telemetry in the intensive care unit (ICU). According to the peritoneal dialysis registered nurse (pdrn), the patient was currently on hold for his pd treatment due to having being hospitalized due to a stroke. Medical records do not confirm a stroke. According to the medical records, physician believed patient's arrhythmia was likely related to hyperkalemia. Patient was prescribed potassium chloride 20meq twice daily prior to hospitalization. Patient's rhythm improved with intravenous fluids and patient was in sinus rhythm. Patient was also placed on digoxin and calcium. In addition, the patient had a hemodialysis catheter placed and started on hemodialysis. The reason for being placed on hemodialysis is not mentioned in the medical records. There is no diagnosis in the medical record of stroke or cerebrovascular accident (cva). The CT of the brain showed no abnormality. There is no documentation in the medical records that state the patient was admitted or treated for a cva or stroke. It should be noted that the patient was prescribed fentanyl and oxycodone which has been known to cause changes in mental status and falls in the elderly. Medical records do not contain hospital progress notes, discharge summary or discharge diagnoses or physician orders for review. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's arrhythmia or hyperkalemia. There is no documentation in the medical record that indicates a causal relationship between the patient's peritoneal dialysis fluid and the patient's arrhythmia or hyperkalemia. Medical records do not confirm the diagnosis of cva or stroke and that the diagnoses was arrhythmia secondary to hyperkalemia.

Event description:
The patient's medical records were received and reviewed. The patient presented to the emergency room (ER) at the request of his nephrologist for multiple falls at home. It was noted the patient has had recent memory problems. The patient was found to be in tachycardia with a heart rate in the 150's, and hypotensive. The patient also had severe hyperkalemia. The patient was diagnosed with arrhythmia and hyperkalemia, and subsequently admitted to the hospital.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient's treatment was put on hold due to a recent hospitalization due to a stroke. The pdrn stated the patient was not connected to the cycler at the time of the stroke, and it was not related to the patient's pd treatment. The pdrn did not know the exact date of the patient's stroke. No additional information was provided.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device records review confirmed the labeling, material , and process controls were within specification.